Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Medical records were received from the patient's peritoneal dialysis nurse. Upon review of medical records it was noted that the patient had coagulase negative staphylococcus peritonitis in (B)(6) 2015. The patient was treated with vancomycin for 3 weeks.